Manufacturer narrative:
(B)(4). Batch #: u94t07. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is meant by locked? How was the device removed from tissue? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a procedure on a adenomyosis uterus the device was activated on a thickened broad ligament. After activating the cut function was used and the blade came out of the tracks of the device and locked the device. We replaced the instrument. The surgery was delayed 5 minutes but it was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 5/24/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. Please reference the instruction for use for more information. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.